Event description:
Customer reports to have high blood glucose of 417 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledg.(B)(4)